Event description:
Procedure: ladg - lap assisted distal gastrectomy. According to the reporter: the jaws did not open when the return knobs were retracted. The instrument was resected with the use of another device.

Manufacturer narrative:
(B) (4). (B) (4).